Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch (B)(4) , the blade broke into 3 pieces during a surgical procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.